Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock from this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD) device, programmed in the primary vector, while exercising (running). The patient reported that this is the first attempt at running since implant. A request was made to have data from this device analyzed. Review of device data revealed oversensing of noise, resulting in a inappropriate shock, with low amplitude resulting in smart pass being disabled. A technical service (ts) consultant reviewed x-ray images confirming lead in the header showing a good connection. Ts provided recommendations for continued troubleshooting, programming, and latitude home monitor. No additional adverse patient effects were reported.